Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin was squirting out during the manual prime process. Customer stated that the pump was not dropped prior to the alarm occurring. Customer stated that the drive support cap is protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. However, the currents are within specifications. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.